Event description:
Event description boston scientific received information that the patient with this right ventricular lead, experienced syncope with loss of ventricular capture at maximum outputs and a lower amplitude than at initial implant due to dislodgement. Therefore the lead was successfully repositioned. During the follow up testing the lead had micro dislodged a second time. The decision was made to surgically abandon and replace with an active fixation lead.